Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H1: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag of an amia automated pd cycler set had ruptured which resulted in leak. This occurred during set up of peritoneal dialysis therapy. The patient was not connected at the time of the event. The leak was further described as ¿spilled all its contents over the cycler¿. Renal therapy services (rts) advised the patient to contact their nurse regarding the issue. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.